Manufacturer narrative:
Exemption number e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that sets sterilized using primeline lids have resulted in wet sets. There was no patient injury reported, however, there was a surgical delay of 30 to 40 minutes. It was not reported if the patient was under anesthesia during the delay.

Manufacturer narrative:
Product #. Investigation: the product is not available for analysis, therefore an accurate analysis is not possible. Issue description - have been getting wet sets due to lids (prime line). Our analysis - complaint for product jp002 checked with transactions for period (B)(6) 2017-(B)(6) 2018 and no further complaints about this error described exist. Without further information, the cause is most likely due to improper handling during reprocessing.

Event description:
Additional information and clarification was not provided. Multiple attempts were made to obtain follow-up information. The original complaint form stated that the incident did not occur in surgery but in central sterile processing (csp); it contributed to a delay prior to the start of a surgery. The wetness was found directly before an operation.